Manufacturer narrative:
The product was returned for analysis. The returned sample was tested and test results conformed to spec. The sample was clear, colorless and silicone was observed near the stopper and near tip cap. Medical grade silicone is used to coat all type of stoppers and syringe barrels to permit proper function of the syringe. The low levels of silicone oil do not elicit local ocular or systemic toxicity. Product history records were reviewed and all documents indicate the product met release criteria. There have been three other complaints reported in the lot number. (B) (4).

Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "material like emulsified silicone oil" (foreign material present in device). A surgeon reported that material like emulsified silicone oil was found in the product when it was injected into the pt's eye. No pt injury was reported.